Manufacturer narrative:
Further information was requested but not received yet.

Event description:
New information received notes that the device was explanted and replaced. Further information is not available yet.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.